Manufacturer narrative:
No product has been returned for evaluation as it was returned to (B)(6). Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019 due to final extension. During investigation images revealed a broken pin.